Manufacturer narrative:
Possible serial number: (B)(6). Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced chills, migraine headaches, jaw pain, and aching in the knees, feet, and ankles, which kept them awake at night. The patient's physician prescribed an unspecified pain medication for the aching. The patient also reported that their pump generated a downstream occlusion alarm. The patient stated that they opened all clamps, unkinked the tubing, and adjusted their body position; however, the pump still would not deliver the infusion. Troubleshooting was performed with assistance from the pharmacy, and the patient was instructed to change the tubing set and reassess the pump. After changing the tubing set, the infusion resumed normally. The pump was not replaced because the patient was able to restart the infusion successfully. This was a continuous, life-sustaining infusion. There was patient involvement, and the extent of patient harm is unknown.